Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 6/10/2020 and 5/19/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was explanted from the patient's left eye (os) because he had blurry vision. It was observed during post operative examination. The procedure was successfully completed using a non- johnson and johnson lens. There was no medical or surgical intervention required. No vitrectomy, incision enlargement or sutures. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 20, 2021 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics , which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.